Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing issue occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. A root cause could not be determined via data. This complaint was deemed to be reportable based on the findings of permanent signal loss. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. Nordic bluetooth device pairing test was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter failed as the logs could confirm the customer complaint. The allegation could not be reproduced during the product investigation. The customer complaint of pairing failure was confirmed. The root cause could not be determined.